Event description:
The luer-lock adapter disconnected from pigtail tubing. It was reconnected and pigtail replaced. Normal saline and prbc's given to replace blood loss. The vendor was notified of defect and investigating.